Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient during cardiac arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customers report was duplicated and attribted to loose battery lug nuts. The battery lug nuts were secured to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.